Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was over 500 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer support agent reviewed the event with the patient. The patient allegedly slept through an auto off alarm. It was reported that due to a (B)(6) infection, the patient often slept through the auto off alarm. The patient was referred to review the situation with health care provider. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a use error in that the user failed to respond to an auto off alarm in a timely manner.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.